Manufacturer narrative:
Initial and final MDR 1899200 - MDR 3003442380-2024-10756 - device 1 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 3 infusions set leakage at site event on (B)(6)2024. Infusion set has been used for 1 day. The blood glucose level was 16/17 mmol/l. Customer replaced infusion set and resumed insulin successfully. No further information available